Event description:
Patient visual acuity of 20/40 in left eye due to 3+ macular pucker with vitreomacular traction and secondary cystoid macular edema. Procedure left vitrectomy with membrane peel, removal of foreign body via cryopexy probe. When above procedure being completed and the supranasal cannula was removed the distal portion of the cannula remained inside the eye. This retained portion was removed by enlarging the sclerotomy and performing additional vitrectomy around the area where the cannula resided. This added approximately 45 minutes to the procedure and sutures had to be placed.